Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse tray adapter plate tray +5 (cat# 320-10-05 / sn# (B)(4). Eq reverse torque defining screw kit (cat# 320-20-00 / sn# (B)(4).

Event description:
As reported, a (B)(6) y/o male patient has had multiple shoulder surgeries in the past. On (B)(6) 2019 the patient received a total revision of the shoulder. Approximately 6 months after the revision, the patient reported having a clunking sensation while raking leaves in the fall. Exact date of this event is unknown. Patient was still able to move the arm, but surgeon recommended x-rays, which showed something was off and the surgeon believed it was a disassociated liner. During the procedure, it was confirmed the liner was disassociated. The surgeon then increased the size of the liner/tray from a +5 tray 2.5 constrained liner to a +10 tray +0 liner. Explants will be returned to exactech once hospital releases them. Xrays will be sent once received from surgeon.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), patient conditions, or a combination of the three, which led to the humeral liner disassociating from the humeral tray.